Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to an infection in the pd catheter (not a (B)(6) product). The pd catheter was removed, and the patient was transitioning to in-center hemodialysis (hd). No additional information was obtained. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).